Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was bulging out the surface of the skin, causing pain and discomfort. Surgery may occur to address the issue.